Event description:
While using stryker's reciprocating blade, catalog 0277-096-325, it broke at the neck of the blade. Another blade from the same lot, 2101204, was used and it broke at the same spot. A new drill was used with a third blade from a different lot and no issues occurred. This event was reported to the manufacturer. The used blades were thrown in a sharps bin and are not available for testing. FDA safety report ID # (B)(4).